Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. According to the local representative, the entire system had been twiddled back to the pocket. The physician elected to explant and replace the right atrial lead as it appeared that the helix had straightened out . The right ventricular and left ventricular leads were re-implanted.

Manufacturer narrative:
Awaiting information following the lead revision procedure in (B)(6).

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on february 2, 2017. The patient had been seen in-clinic due to reports of diaphragmatic stimulation. The right ventricular lead is exhibiting non-capture at maximum outputs. The rv impedances have been in the 300 to 1000 ohm range. The left ventricular (lv) lead's pacing thresholds have increased from 0.7 volts at 0.4 ms (implant) to 1.6 volts at 1.5 ms. The right atrial (ra) lead's pacing impedance has also increased to 2.6 volts at 0.4 ms. The clinic rn suspects that the diaphragmatic stimulation is coming from the ra lead. The clinic rn reported that the all of the diagnostic measurements were within normal range up until approximately two week ago. A chest x-ray has been ordered. The local representative reported that the ra lead was revised one-day after implant (see report #2124215-2017-00105 for details. Boston scientific received information from the local representative that a review a chest x-ray found that all three leads were pulled back substantially. The ra lead is in the svc, the rv lead is in the ra and the lv lead had pulled back to the cs ostium. From the physician's perspective, the position of the leads along with some tangled-looking lead bulk in the pocket is suspicious for twiddler's syndrome. There are no allegations of device malfunction. The patient is not pacemaker dependent and no evidence of asystole. No out-of-range measurements in the rv that were greater than 2000 ohms. The physician has reprogrammed the device off in preparation for a lead revision procedure in (B)(6) 2017. The patient did not suffer any adverse events.